Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with dry eye syndrome (des) in both eyes. Xiidra was prescribed twice a day and 0.4mm collagen punctal plugs were inserted, inferior puncta, into both eyes. Patient is rescheduled for follow up in 4-6 weeks. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of dry eyes and noted that they were unsure if vision is as good as it should be. Patient reported symptoms are not interfering with daily activities. Symptoms are still currently being managed. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.25 x -1.25 x 176, left eye pre-op 20/20 -4.00 x -1.25 x 170. Bcva from (B)(6) 2017: right eye post-op 20/20 1.00 x -.75 x 67, left eye post-op 20/20 -.75 x -.25 x 78.